Event description:
Treatment of an internal carotid artery (ica) aneurysm. It was reported that during inserting the axium coil into the catheter, resistance was encountered. The coil was pulled back from the microcatheter, and it was found to be broken inside the microcatheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken with the release wire pulled back. The implant likely detached when the release wire was retracted. (B)(4).